Event description:
It was reported via repair work order that the recliner casters were damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the recliner casters were damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental report submitted to indicate this event was previously reported in medwatch 0001931750-2013-01978.